Event description:
During a review of the patient's programming history on (B)(6) 2012, an anomaly was observed. On (B)(6) 2010, a faulted system diagnostic test occurred which resulted in a change to the patient's settings. The patient was re-interrogated but appears to have left the appointment programmed to un-intended settings as the patient's settings were not corrected during that visit. It is unclear if the patient's settings have been corrected to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
Programming history showed that the patient's settings were corrected at some point between (B)(6) 2012 and (B)(6) 2015.